Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4). Description: linear 3-6 lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients incision site had a small opening. It was noted that something was sticking or feeling up. It was mentioned that incision was in the forehead. The patient underwent revision procedure wherein the incision was re-sutured and closed.